Event description:
Reporter states that in 2008, her brother's vital signs diminished while in the hospital, and a "code blue" had to be called. When the doctor tried to ventilate the pt, an obstruction was felt and a bronchoscope was done. A piece of green sponge was found in the patient's lung, reporter was told that this was the cause of her brother's lungs to collapse. Reporter states that she has researched and found similar reports on web.